Manufacturer narrative:
Block h6: patient codes 1750 and 3191 capture the reportable events of erosion and surgery. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009 and was explanted on (B)(6) 2016. As reported by the patient's attorney, the patient experienced exposure of mesh. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2009 and was explanted on (B)(6) 2016. As reported by the patient's attorney, the patient experienced exposure of mesh. Boston scientific has been unable to obtain additional information regarding the event to date.